Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the 3.5x15mm nc tenku balloon dilatation catheter ruptured during the third inflation at 12 atmospheres for 30 seconds. An unspecified balloon catheter was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.